Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the threads on the reservoir compartment broke off when they attempted to do a set change. Customer was not currently using the pump. Customer stated that the pump was requesting a rewind after a no delivery alarm. Customer does not want to return the set or reservoir for analysis. Customer stated that they already disconnected from the pump and are on manual injections. Customer stated that the reservoir compartment was cracked. Customer stated that their current blood glucose was 417 mg/l and they had treated with a manual injection. Customer's blood glucose was later 440 mg/dl. Customer will treat with another manual injection soon. Customer stated that they are alone but their son is expected in 20-30 minutes. Customer declined assistance with their blood glucose since they have to call their health care professional. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.